Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for an unrelated indication and one day after hospitalization experienced peritonitis resulting to a prolonged hospital stay. Three days after onset, the patient was treated with cephradine injection (250mg, 4 times a day (qid), intraperitoneally) and ceftazidime injection (1 gram, every night, intraperitoneally). Four days later, treatment with cephradine and ceftazidime was discontinued. On the same day, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. Additional information is not available.